Event description:
A sales representative contacted baxter corporate product surveillance to an interlink(tm)continu-flo solnset where a nurse went to inject the port the piece of rubber went down into the line. The customer stated that the nurse tried to insert a syringe into the interlink and the rubber that the syringe connects to had dropped into the tubing while the patient was connected. The customer was not sure what type of a syringe was used to inject into the interlink. There was patient involvement but no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A sample evaluation was conducted and the problem was confirmed. The root cause of the reported condition was unknown.